Event description:
The customer initially reported that their device failed its user test had logged event codes related to the therapy pcb. The customer also advised that the device would not deliver defibrillation energy during its testing, following the nature of the user test. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer advised physio-control that they will be retiring the device due to the costs associated with repair. The device will not be returned to physio-control for eval. The cause of the reported failure could not be determined.